Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the stylet and guidewire could not be inserted into the lead. The lead was not used.